Event description:
Received information stating customer's pump was not working and that the screen does not turn on when pressing the screen on/off button even when plugged into a power source. Reportedly, the customer swims with the pump on a regular basis.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not complete. A supplemental report will be submitted upon completion of evaluation.